Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.